Manufacturer narrative:
Device analysis report attached. This report is submitted on june 07, 2023.

Manufacturer narrative:
This report is submitted on may 08, 2023.

Event description:
Per the clinic, the device was electively explanted on (B)(6) 2023, due to non-use. There are no plans to re-implant the patient with a new device as of the date of this report.